Event description:
Well h1 of plate eh1554 had low sample level. Repairs have returned this equipment to expected operation. Tip clamp/plunger clamp and collet replaced. No death or serious injury was associated with this incident.